Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader, and a damaged universal serial bus (usb) port was observed. The reader did not power on with a button depression, strip insertion, or insertion of a usb cable. It was determined the damaged usb port prevented the customer from charging the reader, which led to the customer observing a blank screen when the battery died. This complaint is not confirmed due to a use issue. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported not being unable to test due to the adc freestyle libre 2 reader not powering on with a button press or test strip insertion. As a result, the customer became hypoglycemic and experienced a loss of consciousness. The customer was unable to self-treat however, no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported not being unable to test due to the adc freestyle libre 2 reader not powering on with a button press or test strip insertion. As a result, the customer became hypoglycemic and experienced a loss of consciousness. The customer was unable to self-treat however, no further information was provided. There was no report of death or permanent impairment associated with this event.